Event description:
It was reported that tip detachment occurred. The target lesion was located in the right lateral plantar artery. A 300cm straight tip v-14 control wire was selected for use. However, the tip of the guidewire came off during use inside the vessel. The device was able to be aspirated and removed from the patient. The procedure was completed with a different device and multiple wire swaps occurred. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was found that the distal tip was peeled and kinked. Additionally, it was possible to observe that the polymer tip of the device was detached, however, there are evidence of polymer in the wire (distal tip). The overall length and outer diameter of the device were within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right lateral plantar artery. A 300cm straight tip v-14 control wire was selected for use. However, the tip of the guidewire came off during use inside the vessel. The device was able to be aspirated and removed from the patient. The procedure was completed with a different device and multiple wire swaps occurred. No patient complications were reported and the patient's status was fine.